Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure performed were vaginal hysterectomy, uterosacral colpopexy, bilateral paravaginal cystocele repair using pelvicol (porcine dermis), uretex tension-free suburethral sling, cystoscopy, posterior colporrhaphy using pelvicol (porcine dermis). Intraoperative ivp. Pre-op diagnoses and post op diagnoses- chronic pelvic pain, dysmenorrhea , hypermenorrhea , uterovaginal prolapse, probable adenomyosis, cystourethrocele, rectocele, overactive bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.